Event description:
As reported by the user facility: when infusing the second unit of blood, nurse noticed that blood was running slowly. The first unit had infused fine. During the second unit of blood, during the last 30 minutes of the infusion, the nurse noticed that there was more blood left than should be expected based on an infusion rate of 175 ml/hr. Nurse increased rate to finish unit on time. Infusion finished without harm. Nurse estimated infusion to be off by approximately 50 ml/hr. Please refer (B)(4).